Manufacturer narrative:
The pump was returned in good physical condition but was found to have a cracked screen. The device was started in application problems were found with the device double beeping with a cassette attached. The downstream sensor will be replaced to fix this event.

Event description:
It was additionally reported that the exact date of the event could not be determined and that this issue occurred during daily check up of the pump performed by staff every morning.

Manufacturer narrative:
Upon analysis of the returned product, it was found that the original problem was able to be duplicated. The device would double beep even with a cassette attached. The downstream sensor was replaced and the situation was resolved.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 infusion system was double beeping with no cassette. There were no reported adverse events.